Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 physical samples submitted for evaluation. The reported issue of adapter ¿ connector defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that at the tip of the fitting component a white residue is observed. Bd determined that the cause of the failure was dry solvent from the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white adapter / connector was defective / damaged. Connection frayed and crumbling. Male luer end is crumbing away, small plastics come lose from the male luer end and potentially can be injected in the patient's bloodstream. Dangerous situation before use.